Manufacturer narrative:
Manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one feeding tube bifurcation adaptor was returned for evaluation. Functional/visual and dimensional evaluations were performed. The investigation is unconfirmed for a loose cap, as when backpressure was applied to the sample, the small port manifested no leaks. No obvious damage was apparent from the sample evaluation photo. Further evaluation by the manufacturing site did not determine a non-conformance in relation to the small plug. The definitive root cause could not be determined as the complaint was unconfirmed. However, possible causes of such an event may include insufficient insertion of the port plug, excessive force on the plug during insertion, and wear/deformation over time. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the small cap of the device will open when the catheter is used. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the small cap of the device will open when the catheter is used. There was no reported patient injury.